Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the netherlands. It was reported that patient had skin irritation on cannula sites event on 01-may-2024. The patient had cystitis and was treated with antibiotics. He got severe skin problems and severe redness for which he had second spot of antibiotics. No further information available.